Event description:
The pt experienced an increase in pelvic pain that could not be regulated for 3 days. She felt a "burning sensation" and had an increase in urinary frequency. According to the pt, her health care professional and a manufacturer's representative both told her "one lead is not working as determined during implant surgery." Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).